Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was provided that provocative testing was performed and episodes of oversensing were observed on the right ventricular (rv) lead.

Event description:
During a remote follow-up, a high pacing impedance was observed on the right ventricular (rv) lead. A new pacing and sensing lead was implanted and the high-voltage part of the durata lead remains active. The patient was stable and will continue to be monitored.